Event description:
It was reported to philips that system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary planned treatment/non-planned treatment/non-emergency treatment. The procedure was completed as planned by restarting the system. It was reported to philips that the fluoroscopy not possible. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile and found that ippc and hard disks have errors. The philips field service engineer (fse) performed tube adaptation, installed operating system and application software for ippc but it¿s given failed. To resolve the issue fse replaced the ippc and hard disks, installed the operating system and application software for ippc. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete after a restart with less than 20 minutes delay. The procedure was finalized with a minimum delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.